Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported during impella cp support for male patient, the pump had low volume despite volume substitution >2l. The pump position was checked to be correct via tte. Prior to impella placement, heparin had been injected and act was 261. The pump was ultimately explanted and a new impella was placed without issue. There was no reported patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. The returned pump was visually inspected. Broken blades were found in the impeller. The cause of the low pump flow issue was damaged impeller due to interaction with another devise.